Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the knife wire was deformed; the coating was torn at the point where the knife wire had deformed, and the knife wire was exposed; there was scorch on the knife wire; there was no shedding of the coating; there was discoloration at the tip of the knife wire due to energization. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the single use balloon dilator v (with knife), during a surgical procedure the electricity was weak and the device was less sharp than the doctor expected. The issue occurred during the procedure and the procedure was completed using a similar device. The procedure was therapeutic. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the cover was peeled and the knife wire was exposed. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the peeled cover and knife wire being exposed could not be identified. However, it¿s likely the cause is related to the slider being slightly pushed causing the cutting wire to deflect. Also, the coated portion of the cutting wire had possibly been rubbed because of contact with the metal area of the endoscope. The event can be prevented by following the instructions for use which state: -since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. -when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. -do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. -if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device.